Manufacturer narrative:
Evaluation found a damaged handpiece cable; it is over-twisted and spinning 360 degrees causing the unit to operate intermittently. The water hose was stiff and the footswitch pad was damaged. The water solenoid does not shut completely. The handpiece was not sent in for evaluation. There is a low occurrence of this issue and is due to customer abuse. Also, a DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g119 scaler, the insert tip was getting hot; no injury resulted.